Event description:
A surgeon has reported that a memory lens iol has a central opacification and was explanted. Several requests have been made to obtain add'l info, however, no further info is available at the time of this report.